Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. Analysis of similar devices indicated that the root cause of this event is a memory error in the implantable neurostimulator. The pt continues to receive therapy, however, they can not use their pt programmer. The pt can turn stimulation on and off. The issue is correctable by interrogation. This is a rare and correctable issue. There is no loss of therapy when this issue occurs. There is no risk to the pt, but the pt does need to visit their hcp to interrogate the device and resolve the problem.

Event description:
A MFR's rep reported that the pt was not able to adjust her stimulation. The pt programmer was interrogated and it began "functioning properly." No pt symptoms were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.